Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A month after switch-on the user reported intermittencies in hearing despite a functioning audio processor. Reportedly, all in situ measurements are indicative of a fully functional implant even when the user reports no hearing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A month after switch-on the user reported intermittencies in hearing despite a functioning audio processor. Reportedly, all in situ measurements are indicative of a fully functional implant even when the user reports no hearing.

Event description:
A month after switch-on the user reported intermittencies in hearing despite a functioning audio processor. Reportedly, all in situ measurements are indicative of a fully functional implant even when the user reports no hearing. No further steps are considered.

Manufacturer narrative:
Additional information: based on the limited information received from the field, a technical implant issue seems unlikely. However, a definite root cause cannot be determined due to the uncertain circumstances which lead to the reported intermittency. The recipient will be monitored by the clinic.